Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Although it was requested, information was not provided regarding the patient¿s ocular history and the surgery details to determine if the system contributed this event. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that two and a half weeks following laser assisted cataract surgery, the patient presented with a corneal ulcer in the right eye. According to the surgeon, the patient called to report that she was having blurred vision and pain in the left eye. Upon examination, the surgeon noted there was an ulcer located precisely in the region where he had completed an arcuate cut, at 365 degrees. In a follow up, the nurse reported that a culture was performed and it was positive for pseudomonas. Per the nurse, the patient had loss of visual acuity as a result of this event. The patient is still undergoing medical treatment with eye medications. At the most recent visit, the patient's vision had improved. The nurse reported that the prognosis is currently unknown. Additionally, per the nurse, no other patients who underwent surgery on or around the date the patient had her eye surgery, have reported similar events. No further information is expected.